Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported internal fracture observed. Used in conjunction with secureacath fixation device. Caused extravasation in patient. The line was placed (B)(6) 2025. Had part of chemotherapy treatment when extravasation noted, removed the line and observed the fracture in line. The line was unfortunately disposed of. The patient experienced extravasation involving epirubicin 80 ml and sodium chloride. The extravasation occurred during the administration of the treatment regimen involving pembrolizumab, epirubicin, and cyclophosphamide. The patient received the full 108 ml dose of pembrolizumab, followed by a brief flush of sodium chloride (likely 50 ml, consistent with standard practice), then was administered 80 ml of epirubicin (the patient reported no issues at this point). Subsequently, the patient received 50 ml of sodium chloride after the epirubicin. Before administering cyclophosphamide, the patient complained of arm aching, prompting the nurse to stop the infusion. The treating nurse escalated the situation to senior teams for review. The nurse stated that PICC assessment prior to infusion had no issues blood withdrew with ease and line flushed with ease, with the visual assessment having no signs of possible extravasation. The treating nurse withdrew for assessment of blood flow (which was clear) and then removed the 4 french groshong PICC line and securacath. The line was taken to a separate room and flushed revealing a fracture 3cm from insertion site. The patient received 40 ml of 1% lidocaine for local anesthesia ('field block') and underwent a gault washout performed at the bedside with multiple incisions using a needle (using hyaluronidase). The arm was elevated, and cold packs were applied. The wounds were dressed with biatain dressings. The washout was carried out by the plastic surgery department (psd), with review support from the advanced practitioners (acp) based at the hospital. Additionally, the initial review involved the central line team members. The patient is currently under ongoing review from the psd and acp teams, with assessments occurring approximately every two days; the frequency may vary in future depending on the patient's progress. Wound care and dressing changes have been performed two days after the washout and are scheduled regularly as per assessment. Discussions about possible surgical intervention for the arm are also underway. The patient was offered the option to continue cyclophosphamide and complete the full treatment course. This patient does not have anc in other arm and it was suggested possibly to cannulate and provide remaining dose. However, the patient declined further treatment and chose to be discharged post-washout. The next scheduled treatment is in three weeks from the date of extravasation, and this treatment plan may be adjusted based on ongoing assessments of the extravasation site. According to the latest acp review, the skin on the arm remains intact but exhibits significant bruising with predominantly yellow and some purple discoloration under the elbow. The psd team deems the healing progress satisfactory and are satisfied with the status of the progress of the arm. Future assessments will continue with both teams. The patient remains anxious for future treatments.